Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 678818) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cystectomy, pap smear abnormal, pelvic pain, perineal pain and c-section. Concurrent conditions included pelvic adhesions, endometriosis externa and ovarian cyst. In july 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In august 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In september 2011, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In october 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), cystitis ("infection (bladder)"), abdominal pain lower ("lower stomach area pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, anxiety, migraine, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, fatigue and abdominal pain lower outcome was unknown and the headache, nausea, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 13jan2015-total hysterectomy (uterus and cervix removed) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-oct-2011: total bilateral occlusion CT abdomen and pelvis with contrast impression: there was a density in the right adnexa felt to be large right ovary with probable cysts on the right ovary and one of these may be thick walled as described, hysterosalpingogram: essure wires in -place with no. Opacification of either fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 678818) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cystectomy, pap smear abnormal, pelvic pain, perineal pain and c-section. Concurrent conditions included pelvic adhesions, endometriosis externa and ovarian cyst. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), cystitis ("infection (bladder)"), abdominal pain lower ("lower stomach area pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, anxiety, migraine, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, fatigue and abdominal pain lower outcome was unknown and the headache, nausea, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2015-total hysterectomy (uterus and cervix removed) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion CT abdomen and pelvis with contrast impression: there was a density in the right adnexa felt to be large right ovary with probable cysts on the right ovary and one of these may be thick walled as described, hysterosalpingogram: essure wires in -place with no. Opacification of either fallopian tube. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records received. Reporter added. Plaintiff historical condition and concomitant condition added. Essure lot number added and explant date updated. New events abnormal bleeding (vaginal) , abnormal bleeding (menorrhagia), infection (bladder), infection urinary tract, infection vaginal, apareunia (inability to have sexual intercourse), bladder problems or changes, urinary problems or changes, headache, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, abdominal pain lower, abdominal pain were added. Outcome of events was added. Relevant test added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") with anxiety and migraine ("migraines"). The patient underwent a surgery to remove essure implants on (B)(6) 2016. At the time of the report, the pelvic pain, depression and migraine outcome was unknown. The reporter considered depression, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.